Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 183422, vngd cr tib brg 12x63/67, lot # unknown, catalog #: 183004, vanguard cr ilok fem-rt 60, lot # unknown, catalog #: unknown, unknown patella knee, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09988. Location unknown.

Event description:
It was reported that a patient underwent primary total knee arthroplasty approximately 15 years ago. Subsequently, the patient underwent a revision about 4 years after of the tibial tray and bearing due to instability and varus tibial resection.